Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm spring broke the casing of the cutter and it jumped out into the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use was observed. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the tool. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm spring broke the casing of the cutter and it jumped out into the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.